Event description:
It was reported that bd insyte¿ catheter i.v. 24ga x 0.75¿ (0.7 x 19 mm) (latin america) contained foreign matter. The following information was provided by the initial reporter: "the intention was to puncture a peripheral route and when opening the package, a dead insect was observed".

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 7300821, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed what appeared to be an insect inside the catheter. Based off the provided photo the engineer was able to verify the defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined and the origin of the foreign matter could not be identified. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that bd insyte¿ cateter i.v. 24ga x 0.75¿ (0.7 x 19 mm) (latin america) contained foreign matter. The following information was provided by the initial reporter: "the intention was to puncture a peripheral route and when opening the package, a dead insect was observed".